Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer's blood glucose dropped to 48 mg/dl twice. Low blood glucose was due to customer entering false blood glucose values instead of carbs into insulin pump. Customer was educated on boluses by healthcare professional's staff.